Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed a no cartridge detected alarm. During testing, the pump incorrectly loaded to 39 units when the cartridge was set for 200 units. The force sensor calibration reading was low. The pump case was removed, and the force sensor resistance reading was high. Unrelated to the complaint, testing revealed that all of the pump keypad buttons were intermittently unresponsive. No damage was observed to the pump keypad cover. The keypad cover was removed and contamination was found under all button contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that the pump primed the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.